Event description:
(B)(6) states that the right motor is leaking. It has leaked on the carpet. Update info: provider advised that the new motor installed is now causing the chair to pull to the right.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Product received expanded evaluation. The expanded evaluation report states: visual inspection- the motor and gearbox housing were in good condition, but there was grease leaking from the top portion of the gearbox. There was grease present on the six attachment bolts. The output shaft was in good condition, and there was grease present near the base of the shaft. Functional observation- the motor and gearbox assembly was connected to a test controller and joystick. The joystick was powered "on" and the motor and gearbox were able to drive in forward, reverse, right , and left. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the 4- pole motor and gearbox assembly of having a grease leak at the top portion of the gearbox.

Event description:
Product received expanded evaluation. The expanded evaluation report states: visual inspection- the motor and gearbox housing were in good condition, but there was grease leaking from the top portion of the gearbox. There was grease present on the six attachment bolts. The output shaft was in good condition, and there was grease present near the base of the shaft. Functional observation- the motor and gearbox assembly was connected to a test controller and joystick. The joystick was powered "on" and the motor and gearbox were able to drive in forward, reverse, right , and left. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the 4- pole motor and gearbox assembly of having a grease leak at the top portion of the gearbox. Device was returned for evaluation. The return fields in oracle state: gearbox cover gasket leaks. Tested on cmt. Amps and rpm's in range. Motor operated properly during bench test. Wiggled wires and brake handle with no failure. Unable to test under load. (B)(6) states that the right motor is leaking. It has leaked on the carpet. Update info: provider advised that the new motor installed is now causing the chair to pull to the right.

Manufacturer narrative:
Device was returned for evaluation. The return fields in oracle state: gearbox cover gasket leaks. Tested on cmt. Amps and rpm's in range. Motor operated properly during bench test. Wiggled wires and brake handle with no failure. Unable to test under load. Complaint of right motor is leaking was confirmed. Complaint of chair to pulls to the right was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Device was returned for evaluation. The return fields in oracle state: gearbox cover gasket leaks. Tested on cmt. Amps and rpm's in range. Motor operated properly during bench test. Wiggled wires and brake handle with no failure. Unable to test under load. Edward states that the right motor is leaking. It has leaked on the carpet. Update info: provider advised that the new motor installed is now causing the chair to pull to the right.